Event description:
It was reported the right ventricular (rv) lead impedance has been increasing gradually for the last several months. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase and weekly pace lead impedance trend data shows a gradual increase for min and max v. Pace equal 416 to 1328 ohms peak between (B)(4)-2011 and (B)(4)-2011.